Manufacturer narrative:
The subject device was not returned to olympus, because the subject device was discarded by the user. Therefore the exact cause has not been determined based on the available information. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic cholecystectomy using the subject device, the following event occurred. The tissue pad was partially separated at the proximal side. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.